Manufacturer narrative:
The affected device was examined onsite by service technician and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file review it could be confirmed that the device detected a temporary deviation within the electronic system (run time error) and performed a single restart. The internal deviation was solved after the restart of the device. There was no permanent technical device failure regarding the speaker and the speaker driver found during the device examination onsite, and normal operation of the device was reported after the device had performed the single restart. A deviation in the electronic system that cannot be rectified by sw routines will trigger a restart of the entire system. Performing a warm start is an established approach to reach a well-defined and stable operation state of the ventilator after unexpected deviation by restarting internal software processes even without or before operator intervention. During the restart sequence which usually does not take longer than 12 seconds the device opens the pneumatic system to ambient to enable spontaneous breathing of the patient. The user will be alerted by means of a corresponding high-priority alarm. After completion of the restart the ventilation will be continued with the last valid settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use of the ventilator, a "device failure" occurred. After the occurrence of the device failure and a device check onsite it was reported that the device was operating as expected. There were no patient health consequences reported.